Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40, lot# v010322, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3387s-40, lot# v010322, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).

Event description:
It was reported that patient was not receiving as much therapeutic benefit as anticipated. It was added that there was a short between 0-3 and lowering c-0 and c-3. It was indicated that all the impedances were normal expected the combination of 0 and 3 which was 25 ohms. A follow-up report will be sent if additional information becomes available. Refer to manufacturer report # 3004209178-2013-19548.